Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible reaction to nickel'), menorrhagia ('hypermenorrhea'), arthralgia ('hip pain') and multiple episodes of cerebrovascular accident ('stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), the first episode of cerebrovascular accident (seriousness criterion medically significant), the second episode of cerebrovascular accident (seriousness criterion medically significant), swelling ("swelling"), alopecia ("alopecia"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), abdominal pain ("abdominal throbbing pain"), depressive disorder ("depressive disorder"), adverse event ("aesthetics damages"), anxiety disorder ("anxiety disorder"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("excessive bleeding / vaginal bleeding permanently of 2 months of evolution"), fatigue ("tiredness"), libido decreased ("sexual inappetite"), depression ("depression"), abdominal pain lower ("pain in both iliac graves and hypogastric"), vaginal discharge ("yellow leokorrhea without bad odor"), coital bleeding ("postcoital bleeding"), abdominal distension ("abdominal distension"), osteoarthritis ("arthrosis in hip"), headache ("headache"), cyst ("cyst") and postoperative adhesion ("surgical adhesions") and was found to have blood urine present ("hematic-looking urine") and uterine leiomyoma ("myoma"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, menorrhagia, arthralgia, the last episode of cerebrovascular accident, swelling, alopecia, metrorrhagia, back pain, abdominal pain, depressive disorder, adverse event, anxiety disorder, pelvic pain, vaginal haemorrhage, fatigue, libido decreased, depression, abdominal pain lower, vaginal discharge, blood urine present, coital bleeding, abdominal distension, osteoarthritis, headache, uterine leiomyoma, cyst and postoperative adhesion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety disorder, arthralgia, back pain, blood urine present, coital bleeding, cyst, depressive disorder, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, osteoarthritis, pelvic pain, postoperative adhesion, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of cerebrovascular accident, depression and the second episode of cerebrovascular accident to be related to essure. The reporter commented: as a consequence of the insertion, she has to stop the treatment of stoke, suffering two strokes. On (B)(6) 2019, total abdominal hysterectomy + double oophorectomy were performed. There were surgical adhesions and for surgical difficulties secondary to the limited field was performed in a first-time subtotal hysterectomy, and resection of cervix in the second half. The patient commented that she continued feeling bad even though uterus and ovarian were removed. Most recent follow-up information incorporated above includes: on 7-jan-2020: events added: excessive bleeding / vaginal bleeding permanently of 2 months of evolution, hypermenorrhea, postcoital bleeding, abdominal distension, arthrosis in hip, headache, myoma, cyst, hip pain, pelvic pain, tiredness, sexual in appetite, pain on both iliac graves and hypogastric, yellow leukorrhea apparently without bad odor, hematic-looking urine, surgical adhesions. Essure was removed, case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible reaction to nickel'), menorrhagia ('hypermenorrhea'), arthralgia ('hip pain') and multiple episodes of cerebrovascular accident ('stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), the first episode of cerebrovascular accident (seriousness criterion medically significant), the second episode of cerebrovascular accident (seriousness criterion medically significant), depressive disorder ("depressive disorder"), swelling ("swelling"), alopecia ("alopecia"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), adverse event ("aesthetics damages"), abdominal pain ("abdominal throbbing pain"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("excessive bleeding / vaginal bleeding permanently of 2 months of evolution"), fatigue ("tiredness"), loss of libido ("sexual inappetite"), depression ("depression"), abdominal pain lower ("pain in both iliac graves and hypogastric"), vaginal discharge ("yellow leokorrhea without bad odor"), coital bleeding ("postcoital bleeding"), abdominal distension ("abdominal distension"), osteoarthritis ("arthrosis in hip"), headache ("headache"), cyst ("cyst") and postoperative adhesion ("surgical adhesions") and was found to have blood urine present ("hematic-looking urine") and uterine leiomyoma ("myoma"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, menorrhagia, arthralgia, the last episode of cerebrovascular accident, depressive disorder, swelling, alopecia, metrorrhagia, back pain, anxiety disorder, adverse event, abdominal pain, pelvic pain, vaginal haemorrhage, fatigue, loss of libido, depression, abdominal pain lower, vaginal discharge, blood urine present, coital bleeding, abdominal distension, osteoarthritis, headache, uterine leiomyoma, cyst and postoperative adhesion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety disorder, arthralgia, back pain, blood urine present, coital bleeding, cyst, depressive disorder, fatigue, headache, loss of libido, menorrhagia, metrorrhagia, osteoarthritis, pelvic pain, postoperative adhesion, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of cerebrovascular accident, depression and the second episode of cerebrovascular accident to be related to essure. The reporter commented: as a consequence of the insertion, she has to stop the treatment of stoke, suffering two strokes. On (B)(6) 2019, total abdominal hysterectomy + double oophorectomy were performed. There were surgical adhesions and for surgical difficulties secondary to the limited field was performed in a first-time subtotal hysterectomy, and resection of cervix in the second half. The patient commented that she continued feeling bad even though uterus and ovarian were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible reaction to nickel'), menorrhagia ('hypermenorrhea'), arthralgia ('hip pain') and multiple episodes of cerebrovascular accident ('stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), the first episode of cerebrovascular accident (seriousness criterion medically significant), the second episode of cerebrovascular accident (seriousness criterion medically significant), depressive disorder ("depressive disorder"), swelling ("swelling"), alopecia ("alopecia"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), anxiety disorder ("anxiety disorder"), adverse event ("aesthetics damages"), abdominal pain ("abdominal throbbing pain"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("excessive bleeding / vaginal bleeding permanently of 2 months of evolution"), fatigue ("tiredness"), loss of libido ("sexual inappetent"), depression ("depression"), abdominal pain lower ("pain in both iliac graves and hypogastric"), vaginal discharge ("yellow leokorrhea without bad odor"), coital bleeding ("postcoital bleeding"), abdominal distension ("abdominal distension"), osteoarthritis ("arthrosis in hip"), headache ("headache"), cyst ("cyst") and postoperative adhesion ("surgical adhesions") and was found to have blood urine present ("hematic-looking urine") and uterine leiomyoma ("myoma"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, menorrhagia, arthralgia, the last episode of cerebrovascular accident, depressive disorder, swelling, alopecia, metrorrhagia, back pain, anxiety disorder, adverse event, abdominal pain, pelvic pain, vaginal haemorrhage, fatigue, loss of libido, depression, abdominal pain lower, vaginal discharge, blood urine present, coital bleeding, abdominal distension, osteoarthritis, headache, uterine leiomyoma, cyst and postoperative adhesion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety disorder, arthralgia, back pain, blood urine present, coital bleeding, cyst, depressive disorder, fatigue, headache, loss of libido, menorrhagia, metrorrhagia, osteoarthritis, pelvic pain, postoperative adhesion, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of cerebrovascular accident, depression and the second episode of cerebrovascular accident to be related to essure. The reporter commented: as a consequence of the insertion, she has to stop the treatment of stoke, suffering two strokes. On (B)(6) 2019, total abdominal hysterectomy + double oophorectomy were performed. There were surgical adhesions and for surgical difficulties secondary to the limited field was performed in a first-time subtotal hysterectomy, and resection of cervix in the second half. The patient commented that she continued feeling bad even though uterus and ovarian were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible reaction to nickel'), menorrhagia ('hypermenorrhea'), arthralgia ('hip pain') and multiple episodes of cerebrovascular accident ('stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), the first episode of cerebrovascular accident (seriousness criterion medically significant), the second episode of cerebrovascular accident (seriousness criterion medically significant), swelling ("swelling"), alopecia ("alopecia"), metrorrhagia ("metrorrhagia"), back pain ("lumbar pain"), abdominal pain ("abdominal throbbing pain"), depressive disorder ("depressive disorder"), adverse event ("aesthetics damages"), anxiety disorder ("anxiety disorder"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("excessive bleeding / vaginal bleeding permanently of 2 months of evolution"), fatigue ("tiredness"), libido decreased ("sexual appetite"), depression ("depression"), abdominal pain lower ("pain in both iliac graves and hypogastric"), vaginal discharge ("yellow leukorrhea without bad odor"), coital bleeding ("postcoital bleeding"), abdominal distension ("abdominal distension"), osteoarthritis ("arthrosis in hip"), headache ("headache"), cyst ("cyst") and postoperative adhesion ("surgical adhesions") and was found to have blood urine present ("hematic-looking urine") and uterine leiomyoma ("myoma"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, menorrhagia, arthralgia, the last episode of cerebrovascular accident, swelling, alopecia, metrorrhagia, back pain, abdominal pain, depressive disorder, adverse event, anxiety disorder, pelvic pain, vaginal haemorrhage, fatigue, libido decreased, depression, abdominal pain lower, vaginal discharge, blood urine present, coital bleeding, abdominal distension, osteoarthritis, headache, uterine leiomyoma, cyst and postoperative adhesion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adverse event, allergy to metals, alopecia, anxiety disorder, arthralgia, back pain, blood urine present, coital bleeding, cyst, depressive disorder, fatigue, headache, libido decreased, menorrhagia, metrorrhagia, osteoarthritis, pelvic pain, postoperative adhesion, swelling, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of cerebrovascular accident, depression and the second episode of cerebrovascular accident to be related to essure. The reporter commented: as a consequence of the insertion, she has to stop the treatment of stoke, suffering two strokes. On (B)(6) 2019, total abdominal hysterectomy + double oophorectomy were performed. There were surgical adhesions and for surgical difficulties secondary to the limited field was performed in a first-time subtotal hysterectomy, and resection of cervix in the second half. The patient commented that she continued feeling bad even though uterus and ovarian were removed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: events added: excessive bleeding / vaginal bleeding permanently of 2 months of evolution, hypermenorrhea, postcoital bleeding, abdominal distension, arthrosis in hip, headache, myoma, cyst, hip pain, pelvic pain, tiredness, sexual in appetite, pain on both iliac graves and hypogastric, yellow leukorrhea apparently without bad odor, hematic-looking urine, surgical adhesions. Essure was removed, case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.